Event description:
It was reported that the user removed the ilet due to concern about excess insulin after a low glucose to 54 mg/dl, later reconnected with assistance for a complete supply change, then disclosed a recent manual injection of 10 units of long-acting insulin; the infusion was paused and the site was removed to avoid overlapping insulin, with guidance to remain off the ilet and use manual therapy per healthcare provider direction. Symptoms included feelings of warmth moving through the body, cold feet, and a bad taste in the mouth. Outcomes included hyperglycemia with reported blood glucose around 220¿225 mg/dl and need for troubleshooting and education. Investigation included remote troubleshooting, supply change guidance, review of insulin dosing actions, and education on avoiding concurrent long-acting insulin with ilet therapy. Investigation of this case revealed user-administered long-acting insulin while preparing to resume ilet therapy, with subsequent hyperglycemia and stress related to alerts and supply-change workflow; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use error and therapy overlap rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.